Manufacturer narrative:
Pending evaluation. Concomitant devices: tibial insert (cn: 208-23-15; sn: not reported), tibial tray (cn: not reported; sn: not reported), patella (cn: not reported; sn: not reported).

Event description:
As reported, approximately 2 months postoperative a tka, this (B)(6)y/o male, who weighs (B)(6) lbs and is 6¿1¿, experienced a ¿knee washout¿ due to infection. Reportedly, this event was resolved on (B)(6) 2014. The case report form indicates this event is unlikely related to devices and procedure.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision was based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. Concomitant devices: tibial insert (cn: 208-23-15; sn: not reported) tibial tray (cn: not reported; sn: not reported) patella (cn: not reported; sn: not reported) section(s): no information has been provided: a5, b6, (d4) (catalog number, serial number, UDI number, and exp date), g5, and h4. The following section(s) have additional info: g4, g7, h1, h2, h3, and h7.